Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The bolus wizard feature is functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer's insulin pump was recommending large amounts of insulin using the bolus wizard. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. The bolus wizard recommended a 6.2 unit bolus for the 100 mg/dl blood glucose and 72 grams of carbs while the simulator recommended 2.1 units. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.